Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot e132 was conducted. There were no nonconformances associated with this lot. The lot met release requirements. The (B)(4) lot number was not provided as it was not administered. However, a review of all (B)(4) lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint categories, drive tube leak/break, alarm #7: blood leak (centrifuge chamber), and alarm #45: red blood cell pump alarm. No trends were detected for these complaint categories. Service order report, #(B)(4), feedback: the service technician replaced the centrifuge leak detector strip and tighten the arm on the sensorized drive tube clamp. The service technician also calibrated the hematocrit sensor and then successfully performed the system checkout procedure. A photo was received for analysis. The photo was of only the centrifuge leak detector strip, thus the customer's complaint regarding a drive tube/leak could not be confirmed. A review of the photo indicated that the centrifuge leak detector strip was damaged, however the cause for the damage could not be determined based on the available information. The root cause for the damage to the centrifuge leak detector strip could also not be determined based on the available information. Even though the drive tube/leak could not be confirmed, the customer stated that they recognized that this event may be due to operator error. (B)(4). Device not returned to manufacturer.

Event description:
The customer reported a drive tube leak/break and an alarm #7: blood leak (centrifuge chamber) alarm after 400-500 ml of whole blood processed. The customer stated that the treatment was aborted with no blood/products returned to the patient. The customer reported that the patient was both stable and fine and no medical intervention was required. The customer stated that the centrifuge leak detector strip was broken, and they requested service. On september 23, 2016, the customer reported that two alarm #45: red blood cell pump alarms had occurred early in the treatment. The customer stated that the patient's platelets count had been above 300*100^9/l, so the customer raised the anticoagulant ratio and also lowered the collect rate. The customer reported that the alarm #45: red blood cell pump alarm reoccurred. The customer stated that they then stopped the centrifuge and removed the centrifuge bowl in order to slightly shake it. The customer reported that they then re-installed the bowl, however when the bowl started spinning again; the bowl jumped out of its position. The customer stated that the bowl was not damaged. The customer reported that they recognized that this event may be due to operator error. A photo was submitted for investigation.